Manufacturer narrative:
H11: per good faith effort (gfe) response received 07/10/2023, the device was not hooked up to a patient when the error was seen at startup.

Event description:
Philips received a complaint by the customer on the v60 indicating that a check vent backup alarm failed error occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The customer reported to the remote service engineer (rse) that a check vent backup alarm failed error was displayed--the customer did not power on the device to verify the error and stated that the error was a note from respiratory. The customer requested onsite service, and the rse r recommended replacing the central processing unit (cpu) printed circuit board assembly (pcba) or power management (pm) pcba. The customer also requested for a preventive maintenance (pm) service to be added to the repair. The rse created an onsite work order (wo) and informed the customer that an authorized service provider will be dispatched onsite to evaluate and repair the device.

Manufacturer narrative:
H10: the authorized service provider (asp) replaced the power management (pm) printed circuit board assembly (pcba), and the asp confirmed that the issue was resolved. The device passed required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.